Event description:
Customer reported to a lensar clinical application specialist that during the lens phaco procedure he noticed an anterior tear of the capsular bag at 6 o'clock with no vitreous loss.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.